Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 313 mg/dl at the time of the call. The customer used manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as pain and dehydration. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer reported the meter and the pump were connected. The customer was hospitalized on (B)(6) and (B)(6) 2018 and ended up getting a heart attack. The customer stated they could smell insulin on one set. The insulin pump will not be returned for analysis.